Event description:
Ous MDR - after an estimated implantation time of 32 months, it was reported that the ICD could not be interrogated. The patient was at the emergency room and was admitted to the hospital. The device was exchanged, the lead was capped. No further information on the lead was received. The implant and explant dates were not provided.

Manufacturer narrative:
The ICD was first subjected to an electrical test. The clinical observation that the ICD could not be interrogated was confirmed. Therefore, it was no longer possible to read out the device memory. Next, the device was opened. During which a destroyed shock power amplifier of the electronic module could be identified. This damage to the shock power amplifier suggests the possibility of shock delivery with an external low-ohm shock pathway. Damage to the module then led to a permanent increase in power consumption and thus battery draining and thus the resulting lacking ability to interrogate the ICD. There were signs of neither short-circuiting or flashover within the ICD or the connection system that could be related to the clinical observation. The low-ohm shock path resulted clearly from an external short circuit. This is consistent with the clinical observation describing a subclavian crush syndrome. The production process for this device was checked. The production documents do not show any irregularities that could be related to the incident. All production steps were correctly executed. Summary and conclusion: during shock delivery along an external low-ohm shock path, there was a flashover between the cable leads of the leads. This caused permanent damage to the electronic module of the ICD. This conclusion is based on the obvious damage to the shock power amplifier, and the clinical observation that there was a case of subclavian crush syndrome. There is no indication of an ICD materials or production defect.